Event description:
It was reported that balloon rupture occured. The 100% stenosed target was located in the severely tortuous common to external iliac artery. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. It was further reported that four balloon catheters were used in the same patient and in the same procedure. The first device used was the 5.00mm / 2.0cm / 135cm 2cm peripheral cutting balloon catheter, second was the fg sterling mr, 6.0mmx100mmx150cm (4f), third was the fg sterling mr, 7.0mmx60mmx135cm (4f), and last device was the fg sterling mr, 8.0mmx60mmx135cm (4f).

Event description:
It was reported that balloon rupture occured. The 100% stenosed target was located in the severely tortuous common to external iliac artery. A 8.0 mm x 60 mm x 135 cm (4f) sterling balloon catheter was advanced for dilatation. However, during procedure, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.